Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump gave a motor error alarm during the manual prime. Troubleshooting revealed that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.